Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient presented via a merlin.net transmission for nonsustained lead noise episodes caused by post-paced t-wave oversensing. Programming changes were recommended, but the physician decided not to reprogram the device. No further issues have been noted.